Event description:
It was reported that the patient had anesthesia related complications during the implant procedure. It was noted that upon placement of the leads, the patients oxygen saturation dropped and the case was aborted. The patient was doing well postoperatively. The leads were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7091308.